Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not reported as returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The xience sierra stent referenced is being filed under a separate medwatch report.

Event description:
It was reported that this was a percutaneous intervention for mid-proximal right coronary artery (rca) lesion with 70-80% stenosis. Balloon angioplasty was performed using a 2.5x12mm trek dilatation catheter in the rca when a dissection occurred. Three xience sierra stents (2.5x12mm, 2.5x28mm, and 4.0x8mm) were implanted without a reported device issue. Post-dilatation was performed using a non-abbott dilatation catheter (euphora) on the proximal 4.0x8mm xience sierra stent. Coronary artery perforation was noted at the stent site with a pericardial bleed. As treatment, the non-abbott balloon was re-inflated. Following dilatation, a 4.0x16mm graftmaster stent was implanted, sealing the perforation and containing the pericardial bleed. The patient developed respiratory distress and a rapid ventricular rhythm. Cardioversion was performed with restoration of normal sinus rhythm. Blood pressure dropped and cardiac arrest occurred. Cardiopulmonary resuscitation was performed and medications provided. Imaging showed the previous pericardial bleed without any evidence of cardiac tamponade. Attempts to drain the pericardial bleed were unsuccessful. Blood pressure stabilized and patient was sent to the ICU for further stabilization. Per physician, the graftmaster stent did not cause or contribute to complications or adverse events. Reportedly, the graftmaster sealed where it was implanted and there was no device issue reported. No additional information was provided regarding this event.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record of the reported lot could not be conducted because the lot number was not provided. The reported patient effect of intimal dissection is listed in the trek rx instruction for use as a known patient effect. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.